Event description:
The hospital reported that, during a coronary artery bypass procedure, the om-9000s "upper part came off." A replacement device was used to complete the procedure. The hospital did not report any pt complications. The product is returning. The "upper part" is the logo. The logo popped off and fell into the pt. The logo was immediately retrieved.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).